Event description:
It was reported during a tfn procedure, there was a misalignment issue. The locking screw was not lining up. The jig was removed to complete the surgery free hand. Surgery time was extended less than one hour. This is 10 of 10 reports for the same event.

Manufacturer narrative:
DHR review requested. The investigation could not be completed; no conclusion could be drawn, as no product was received.